Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial pacing behavior was observed on the implantable pulse generator (ipg) due to the managed ventricular pacing (mvp) mode. Undersensing of the premature ventricular contractions (pvc) was observed. Ipg and right ventricular (rv) lead will be reprogrammed and remain in use. No patient complications have been reported as a result of this event.